Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Brand name corrected from taxus liberte paclitaxel-eluting coronary stent system to liberté¿. Common device name corrected from coronary drug-eluting stent to stent, coronary. Product code corrected from niq to maf. (B)(4). Upn corrected from unk433 to h7493893820350. (B)(4).

Event description:
It was further reported that the location of the damage was <15cm from the hub, and that the shaft was not completely broken and separated.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, de novo target lesion was located in the moderately tortuous and non-calcified target vessel. Following predilation, a taxus liberte stent was advanced to treat the lesion; however significant resistance was met and the shaft broke. The procedure was completed with a difference device. No patient complications were reported and the patient's status was stable.